Manufacturer narrative:
Investigation summary: based on the information available and the product analysis results the returned pump component did not pass the 8 lb. Activation test. This experience could affect the functionality of the pump. Product analysis confirmed the allegations. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the returned device was thoroughly analyzed. Visual analysis of the pump found that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and the component did not pass the 8lb. Activation test; therefore requiring more than 8lbs. Of force to activate. Product analysis concluded these activation behavior could affect the functionality of the pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient continuously experienced inflation and deflation issues shortly after the implant of an inflatable penile prosthesis (ipp) as the pump was too hard to squeeze. The patient also experienced inflation difficulty. A revision surgery was performed in which the existing pump was replaced. During the procedure no air or holes were identified on the device. The patient fully recovered following the procedure.